Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was spinal pain. The patient was calling because they had dropped their ptm (personal therapy manager) in water yesterday. They tried putting it in rice but it still wasn¿t working so they wanted to have it replaced. The patient¿s friend/family member stated that the patient ¿hadn¿t had much luck with their pump¿ due to ptm issues and inquired how fast equipment could be sent because twice in the last year, the patient had to go to the hospital for withdrawals and ended up having seizures too when the ptm hadn¿t worked so they would have to go to the ER (emergency room) if it can¿t be figured out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.